Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The cause of death was noted as ventricular fibrillation (vf). It was further reported there was a sensing/detection issue wherein the arrhythmia was not detected by the cardiac resynchronization therapy defibrillator (crt-d) system as vf.